Event description:
The manufacturer received information regarding an everflo device. The reporter alleged the following: 1. The metal ball of the flowmeter does not move and remains stuck. 2. The short tube that delivers the oxygen from the device to the outlet is not always straight because the cover is pressed against it. 3. The compressor has a high annoying sound, either because the compressor tubes are not fitted or the metal piece which holds the compressor in place does not fit securely in place. 4. The castors of the device are not durable and are easily broken. 5. The inner packaging does not protect/is not good enough to protect the device during shipping and during the customs inspection. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Device serial number not provided. H3 other text : device not returned to the manufacturer.